Manufacturer narrative:
Additional information: - conclusion of the investigation: the genomic dna sample was sent to grifols ih center for next-generation-sequencing of gypa exons 1-7 and gypb exons 1-6. The allele gypb*s(240dupa) in homozygous was identified. This is the first description of the variant c.248dupa in the gypb gene. This new variant would generate a stop codon that produce a truncated protein, being in concordance with the serology result, s- s-. ID core xt reported a predicted s-s+ phenotype, but the allele gypb*s(240dupa) null allele, not interrogated by ID core xt, is likely associated with a s-s- predicted phenotype. The false positive result obtained by ID core xt is considered a discrepant result and then a malfunction. This limitation is covered by the general assay limitations described in the ID core xt package insert (limitations 1 and 10). - it is included new codes in h6: adverse event problem (investigation finding, investigation conclusion) - a1: it is included a identification code for traceability of the patien identifier corrected data: b3.date of event

Manufacturer narrative:
The investigation is still on-going. No conclusion is available for this malfunction.

Event description:
The customer reported a possible discrepancy. The serological phenotype was s-s- and the ID core xt genotype suggested a phenotype of s-s+.